Event description:
A malfunction alarm on the pump was reported by the caller, although no notable events had occurred prior to the malfunction. There was no reported adverse impact to the customer's blood glucose level. The technical support provided pump reset information and assisted the caller in resetting the pump. After the reset, the same malfunction code did not recur, and the customer was instructed to continue using the pump and to call back if any further malfunction codes appeared.